Event description:
A dualmesh plus biomaterial was implanted in a "high risk" pt. Interrupted cv-0 gore-tex sutures were used in an underlay type repair to secure the repair. The case went fine. The same day in the evening, the pt had a coughing episode. The pt was given a scan and the small bowel was found to be protruding between the mesh and the fascia. The pt was taken back to the operating room for exploratory surgery. Exploration revealed that at least 10 suture knots had come "unraveled". The physician pulled them "easily" out of the fascia and the patch material. Prolene suture was used to again secure the repair. The pt tolerated the procedure well.

Manufacturer narrative:
Lot/serial numbers used in this particular case were not provided. The mfg paperwork of suture lots of the catalog number (ou01a) purchased and/or used by the hospital during the past 4 months were reviewed. The review of three different lots, purchased and/or used during the past 4 months, verified that they met all pre-release specifications. Note: medwatch (B)(4) was previously submitted on (B)(4) 2006 with an incorrect MFR registration number. This medwatch will serve as correction to the previously submitted medwatch (ref (B)(4)).